Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was not removed and the deice had a cracked top case (front left corner), damaged bottom case seal, cracked right plunger case, dried fluid on exterior of pump. A review if the event history log identified was unavailable. Visual inspection, check components and pcb boards for water damage. Testing was able to duplicate the issue and found water damage/contamination to interconnect pcb board and power supply pcb board. The root cause was found to be customer induced. The tech replaced interconnect pcb board, replaced power supply pcb board. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had water damage. No injury was reported.